Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to erosion of left cylinder through urethra, the patient had his inflatable penile prosthesis (ipp) left cylinder removed. The system was capped and right cylinder remains functional and implanted. Physician stated that the patient had bad tissue quality. Should additional information be received a supplemental report will be submitted.